Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
A self expanding stent was put in the iliac and the 8x40 evercross balloon was used to inflate the stent and it ruptured at 15 atms. The evercross ruptured circumferentially and ripped off of the catheter; the balloon became stuck. The physician had to perform a cut down incision to remove the evercross balloon.